Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen became unresponsive upon exposure to water. There was no adverse impact to customer¿s blood glucose level. Reportedly, customer reverted to manual injections for insulin therapy.